Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported the device had "inconsistent" capture at implant. Measurements with the analyzer were ok. Numerous lead position changes were also attempted to obtain consistent capture. Ultimately, the device was explanted and replaced. No patient complications were reported as a result of this event.